Event description:
In 1990 bilateral breast augmentation. Developed a symptomatic lymph node. Now has developed hardening in both breasts with pain and discomfort when pt lifts arms or tries to perform normal activities. In 2003, bilateral capsulectomy and implant removal - both implants removed intact - left implant bleeding. Question rupture. Pt augmented with saline implants bilaterally.